Event description:
A medtronic rep reported a positioning sensor unit (psu, or camera) not tracking properly. The surgeon completed the surgery with the use of the stealthstation treon treatment guidance system. There was no impact on pt outcome.

Manufacturer narrative:
RMA issued. Suspect psu/camera, s/n (B)(4), returned to MFR. Investigation finds the psu tracked normally throughout the volume during a functional test. However, the psu failed the aak test at .74mm with normal line separation of 1.15mm. The psu is out of calibration.